Event description:
The patient reported they have not been using the neurostimulator due to irritation around their upper incision as the cord from the transmitter assembly antenna rubs the area. Additionally, although there was no infection, the patient experienced slow healing. The patient did not require medical intervention. As of (B)(6) 2026, the patient is doing well and the wound has healed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using incorrect tools have been ruled out. Additionally, the patient having contraindicating conditions, the patient touching or picking at the wound, and implanting the device off-label have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.